Event description:
Additional information received on 4/22/2026 for report mw5180609 to update procode: pgi.

Event description:
Patient had a false positive hsv-2 test result. Patient tested positive for hsv-2 on a diasorin liaison xl hsv-2 igg test at quest diagnostics. Patient also tested positive on quest inhibition assay. Patient received a confirmatory test via (B)(6) which was negative. Pt-4582. Device-1227. Procode-jjx. Reference report: mw5180608.